Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported on (B)(6) 2022, two (2) dynamic hip system (dhs) impactor tips broke at the front edge/corner during two (2) fractured neck of femur procedures. Fragments were generated but easily removed from the patients without the need for medical intervention. The procedures were completed successfully with no delay and no consequence to the patients. This report is for a dynamic hip system (dhs) impactor. This is report 2 of 2 for (B)(4).